Event description:
It was reported that a wearable failure was reported. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced three wearable failures which occurred 2 days after the sensor was inserted into the arm. On (B)(6) 2024, in the morning, the first wearable failed. The second wearable failed later in the afternoon after the patient returned home from school. The third wearable failure occurred later in the evening on the same day. It was not specified if the patient was using a back-up bg (blood glucose) meter for monitoring after the third sensor failure. On (B)(6) 2024, the patient woke up and vomited for approximately 5 hours. The patient¿s mother was an ER (emergency room) nurse and attempted to adjust the patient¿s insulin pump (brand not specified) per routine diabetes management. Around 3pm, the patient¿s breath started smelling fruity, therefore, he tested for ketones, which were ¿high¿. The patient¿s bg meter reading at this time was 300 mg/dl. Therefore, the patient¿s parents took him to the emergency room around 4pm. At the ER, the patient was diagnosed with diabetic ketoacidosis and treated with an IV insulin drip and an IV antibiotic for ¿stomach strep.¿ his bg meter reading at the ER was 400 mg/dl. The patient was discharged home after approximately 24 hours. The patient was feeling better at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.